Event description:
The patient received her scs system on (B)(6) 2008 including an ipg. The patient last charged on (B)(6) 2011 and lost stimulation on (B)(6) 2011. The programmer and charger no longer communicate with the ipg. A second charger was used, but was also unsuccessful. The patient has not lost or gained weight, but the ipg seems shallow. An sjm representative attempted to add space to resolve the issue, but was unsuccessful. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.